Manufacturer narrative:
Philips service explained the voltage issue and planned the installation of a network analyzer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that angiography system blocked during clinical use; voltage issue identified on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.